Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient reports that he developed a post operative seroma that was treated with antibiotics. Seroma is a known inherent risk of any surgical procedure and is listed in the adverse reaction section of the IFU as a possible complication. Infection was not reported however the patient was treated with antibiotics. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. The cause of the patient's current symptoms are unknown at this time, the patient states that he will report to davol following his doctors appointment if there is any indication of mesh involvement to his symptoms. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient. Alleged on (B)(6) 2015 the patient underwent a right inguinal hernia repair with implant of the bard/davol perfix plug. Approximately, two weeks following this repair the patient presented to the ER with bloody fluid draining from the incision site. He was diagnosed with a seroma and was treated and released with wound care instructions. The patient again presented to the ER due to a painful bulge at the wound site, he was diagnosed with a seroma and treated with antibiotics. The patient states the seroma did resolve with the antibiotic treatment. The patient reports that currently he is having extreme pain that is sharp and shoots down his leg with some numbness in the right leg. He also reports not being able to walk long distances or lift heavy objects due to the pain. The patient also reports being able to feel a bulge at the incision. The patient plans to follow up with his primary care doctor and has been "cleared" from follow up with the implanting surgeon.